Event description:
Initial reporter stated that an implantable collamer lens was implanted upside down using manufacturer's device, lioli IOL Delivery System (Model: LIOLI-24). There was patient contact and patient injury. ICL scraped endothelium resulting in endothelial cell loss and corneal edema. Lens was implanted, removed and replaced intraoperatively and problem was resolved.

Manufacturer narrative:
Batch records were analyzed and no abnormalities were found during review of production and inspection records of lioli IOL Delivery System, Model: LIOI-24, Lot GACM6011. Testing of device from the same lot/batch retained by the manufacturer was conducted. The delivery was successful, and no phenomena similar to the customer complaint was observed during testing.